Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08029 and 2134265-2017-08080. It was reported that automatic pullback failure occurred. The target lesion was located in the left circumflex artery. A 220v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to perform automatic pullback. During percutaneous coronary intervention (pci), pullback record is on but it was unable to pullback. The physician then used manual pullback to complete the procedure. No patient complications were reported and patient's status is stable.